Manufacturer narrative:
(B)(4).

Event description:
A talent stent graft system was implanted for the endovascular treatment of a 8.3 cm diameter abdominal aortic aneurysm. The patient has no aortic neck and is 39mm in diameter below the renal arteries. It was reported that on a follow up CT scan migration with a proximal type I endoleak was observed. The physician stated that the cause of the event was related to the device. No intervention was performed. No clinical sequelae were reported and the patient is being monitored. Film review analysis review of returned cta¿s 4 years post-implant revealed that the talent bifurcate had migrated into the sac and there was a proximal type I endoleak. The suprarenal neck angulation is currently 90 deg l-r. The neck diameter just below the right renal is approximately 24mm and <(> <<)>1cm in length; the neck flares out to about 40mm in diameter 1cm below the renals. The neck is also calcified. The max aaa diameter is 7.5cm. The bifurcate aortic body was essentially straight. The ipsi limb was placed into the left common iliac and the contra limb into the right iliac; both limbs were patent. The exact cause of the migration leading to the type I endoleak is unknown. Earlier post-implant images were not available for review. It is possible that disease progression (short, dilated, and angulated neck) may have contributed to these events.